Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a stent was found to be damaged. They reported that a stent strut was bent on a taxus express2 2.5x16mm drug eluting stent. The product was not used on the pt, therefore there were no pt complications. The procedure was completed with another taxus stent.